Manufacturer narrative:
17-nov-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Scratched on face (near eyes) by an element (brush head) coming off [scratch]. Untimely detachment and while brushing the head of the oral-b brush [device breakage]. Male consumer via e-mail stated that he was scratched on his face by an element coming off of his oral-b toothbrush. No serious injury was reported. 03-sep-2021 follow up via phone: 52 year old male consumer stated that he was recovered after the protruding part of the head came to strike his face. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Scratched on face (near eyes) by an element (brush head) coming off [scratch]. Untimely detachment and while brushing the head of the oral-b brush [device breakage]. Case description: male consumer via e-mail stated that he was scratched on his face by an element coming off of his oral-b toothbrush. No serious injury was reported. 03-sep-2021 follow up via phone: (B)(6) year old male consumer stated that he was recovered after the protruding part of the head came to strike his face. No serious injury was reported.